Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving prialt (12.4 mg/ml at 3.983 mg/day), bupivacaine (11.8 mg/ml at 3.79 mg/day) and baclofen (1500 mcg/ml at 481.8 mcg/day) via an implantable infusion pump. It was reported that the pump stalled at 9:18pm and recovered at 10:19pm. The caller stated that the patient did not have an MRI.